Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse.

Event description:
On (B)(6) 2021, it was reported that this patient on peritoneal dialysis (pd) has peritonitis. During additional follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain and cloudy effluent. On (B)(6) 2021, the patient went to the hospital and was admitted with peritonitis. While hospitalized, the patient had a pd culture obtained (on (B)(6) 2021) which had an elevated white blood cell (wbc); result unknown and no organism growth. Per the nurse, the patient was treated with antibiotic therapy using an unknown dose of vancomycin and ceftazidime intra-peritoneal (ip). Subsequently, on (B)(6) 2021, the patient was discharged from the hospital continuing outpatient ip antibiotics with vancomycin and ceftazidime, per clinic protocol. The nurse stated the patient is recovering from the event and continues pd treatment with the same cycler without any reported issues. Per the nurse, the patient did not have any issues with fresenius device, or product in relation to the event. The nurse stated the peritonitis was attributed to a breach in aseptic technique during the pd exchange.

Event description:
On (B)(6) 2021, it was reported that this patient on peritoneal dialysis (pd) has peritonitis. During additional follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain and cloudy effluent. On (B)(6) 2021, the patient went to the hospital and was admitted with peritonitis. While hospitalized, the patient had a pd culture obtained (on (B)(6) 2021) which had an elevated white blood cell (wbc); result unknown and no organism growth. Per the nurse, the patient was treated with antibiotic therapy using an unknown dose of vancomycin and ceftazidime intra-peritoneal (ip). Subsequently, on (B)(6) 2021, the patient was discharged from the hospital continuing outpatient ip antibiotics with vancomycin and ceftazidime, per clinic protocol. The nurse stated the patient is recovering from the event and continues pd treatment with the same cycler without any reported issues. Per the nurse, the patient did not have any issues with fresenius device, or product in relation to the event. The nurse stated the peritonitis was attributed to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.